Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a procedure, the tip of the scorpion needle, ar-13991n, broke off when the scorpion was fired. No further information provided. Further information requested. Additional information obtained on (B)(6) 2019: the procedure being performed was a rotator cuff repair (speedbridge). The small needle tip of the scorpion needle, ar-13991n, was left inside the patient. The case was completed by using another scorpion needle, ar-13991n, from a different lot.